Event description:
It was reported that there was removal difficulty. The 50% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid artery. A 10.0-24 carotid wallstent and 3.5-5.5 190cm filterwire ez were selected for carotid artery stenting. During the procedure, severe resistance was noted while removing the delivery system after stent deployment. The filterwire ez had slightly dropped but it has managed to remove carotidwallstent system while resistance was felt. The stent dropped slightly when it was removed, but it was then raised back to its original position and was used without any problems until the end of the procedure. There were no patient complications as a result of this event.